Manufacturer narrative:
Revision occurred after 16 months due to loosening of components. No actual, implied, or suspect link to fx product.

Event description:
Revision occurred approximately 16 months after the primary surgery, which occurred on (B)(6) 2023. No fall or other trauma reported. Revision occurred due to loosening of the glenosphere. 40 mm eccentric glenosphere explanted and replaced with a 36 mm centered glenosphere. Note that this is contrary to the surgical technique, which states that the glenosphere and humeral cup should be of the same diameter.